Event description:
It was reported that during a gastric sleeve procedure, the surgeon fired two black reloads, and when doing the third firing with a gold reload, the knife went out, but the staples were not formed properly; tissue was cut but not stapled. After this failure, he had to use another gold reload and make an inner firing to ensure this staple line and to avoid the damaged tissue that was cut but not stapled with the previous gold reload. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the ecr60d cartridge reload was received. The reload were received with cartridge pan missing and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no testing was performed. While no conclusion could be reached on what caused the pan to be dislodge and be missing. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.